Manufacturer narrative:
Device code (B)(4) also applies. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-may-04 snow (B)(4): information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins has not been holding a charge and the patient said "I think we have figured it out." Sometimes it took 12 hours to charge and it wouldn't last 24 hours. The patient later said they didn't know if it was figured out, but it may just be time to replace the ins. They were continuing to work with their hcp to address the recharging concerns. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins has not been holding a charge and the patient said "I think we have figured it out." Sometimes it took 12 hours to charge and it wouldn't last 24 hours. The patient later said they didn't know if it was figured out, but it may just be time to replace the ins. They were continuing to work with their hcp to address the recharging concerns. No further complications were reported.